Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited episodes of unspecified over-sensing. Programming changes were suggested. No intervention was reported. The patient was in stable condition.